Manufacturer narrative:
This report is for three (3) unknown locking screws, which had post-operative head pop off. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. (Therapy date): implanted in 2013, exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Number (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an unknown procedure performed in 2013 where they were implanted with a wrist fusion plate. Postoperative, the patient fell and landed on his wrist which caused three (3) distal locking screw heads to pop off as seen via an x-ray. Revision surgery was performed on (B)(6) 2017, where the surgeon removed the three (3) broken screw heads and left the screw shaft in the patient as it would cause more harm if tried to remove it. The surgeon continued to remove an additional five (5) intact screws and one (1) intact plate. The patient was revised with another plate and multiple screws. There was no surgical delay and procedure was completed successfully. There is no plan to go back and retrieve the shaft. Patient status was reported as stable. Concomitant device reported: lcp wrist fusion plate - short bend (part#: 02.110.151, lot#: 7690145, quantity: 1). 2.7mm locking screw, length 22mm (part#: 202.222, lot#: unknown, quantity: 1). 3.5mm locking screw, length 26mm (part#: 212.109, lot#: unknown, quantity: 1). 3.5mm cortex screw, length 18mm (part#: 204.818, lot#: unknown, quantity: 1). 3.5mm cortex screw, length 20mm (part#: 204.820, lot#: unknown, quantity: 1). 3.5mm cortex screw, length 22mm (part#: 204.822, lot#: unknown, quantity: 1). This report is for three (3) unknown locking screws, which had post-operative head pop off. This is report 1 of 1 for complaint (B)(4).